Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted due to suspected premature battery depletion. The patient was reported to be lost for follow up. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this implantable device was explanted due to unknown product performance issues. Additional information from the field representative revealed that the battery was suspected to be depleted, and the patient had been lost for follow up. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. The device is expected to return.